Manufacturer narrative:
It became now aware at the case at hand is a duplicate of case (B)(4) for this is an appropriate mdv report filed. The case at hand will be voided. Please invalidate the case from your system. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It became now aware at the case at hand is a duplicate of case (B)(4) for this is an appropriate MDR filed 0009613350-2017-01873. The case at hand will be voided. Please invalidate the case from your system.

Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 54/48 code n on the right side on (B)(6) 2009. Later on (B)(6) 2017, patient experienced pain, allergy and MRI confirms osteolysis, elevated metal ions, soft tissue tumors and wear around the hip implant. Thus patient underwent for open biopsy and debridement process.